Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3487a-33, lot# j0217205v, implanted: (B)(6) 2002, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer representative (rep) reported they were seeing the patient to check their implant, but impedance measurements were not taken. However, the rep said that the patient's leads had moved to the left at t10, thus the patient wasn't getting stimulation on the right side. The healthcare professional (hcp) intended to schedule surgery and add another 1x8 lead next to the 2 quad leads. It was noted the patient fell prior to having the implantable neurostimulator (ins) replaced in (B)(6) 2016, but the rep didn't know when the leads migrated other than the patient saw the hcp in (B)(6) about stimulation change. The patient was implanted for non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.